Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powered on without display. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was observed and attributed to a system interconnection cable that was not properly seated. The cable was reseated to resolve the customer report on this eight year old device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend